Event description:
It was reported that pump displayed malfunction code and fault ID without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer had not previously reset pump for this malfunction, so technical support provided pump reset information and assisted customer with resetting pump, and no additional information was received regarding the outcome of the event.